Event description:
It was reported that an fsl3+ continuous glucose monitoring system temporarily disconnected from the ilet, and initial pairing failed but was resolved after the patient rescanned the sensor. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on daily activities, medical care, or clinical status. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed a transient connectivity issue that resolved with sensor rescan and successful re-pairing. It was concluded that the device functioned as expected after reconnection and no further action was required.